Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge fse replaced executive processor board. Rechecked and unit is functioning correctly. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of the board not keeping time. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The unit will not boot up properly. Confirmed the part is faulty but no root cause identified. This revision is obsolete and cannot be tested by the supplier.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) is not keeping time. The executive processor board or nvram chip needs replacement. There was no patient involved.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code). Updated data: e1(initial reporter, email and phone#).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not keeping time. The executive processor board or nvram chip needs replacement.